Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the product code for the linx device that was removed? Lxmc15 . Is a lot or serial number available? Unk. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Unk. Did the dysphagia improve after the device was implanted initially? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Other than the reported dysphagia were there other factors that contributed to the removal of the linx? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx magnetic sphincter augmentation device explant procedure took place on (B)(6) 2019. Patient was experiencing dysphagia. The case was completed (other): converted to planned nissen fundoplication. There were no additional patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot was not provided; therefore, the manufacturing record evaluation could not be performed.